Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-13112. It was reported that the patient presented to the emergency room due to numerous high voltage therapies delivered. Upon interrogation, it was revealed that the implantable cardiac defibrillator and right ventricular lead exhibited over-sensing of a non-cardiac signal which led to inappropriate high voltage therapy to be delivered. The over-sensed non-cardiac signal was reproduced when the patient engaged in a deep respiration. The implantable cardiac defibrillator was programmed off under suspicion of lead malfunction. The patient was hospitalized for evaluation. Also, a chest xray revealed right ventricular lead damage. The patient presented for explant procedure on (B)(6) 2019. During the procedure, the surgeon encountered issues with low blood pressure, pericardial effusion, and a superior vena cava and right atrial junction dissection that required the patient's chest to be cracked open to repair. The right ventricular lead and implantable cardiac defibrillator were explanted and not replaced at this time. Patient was stable and will be monitored.

Event description:
New information received noted that the physician alleges that the over-sensed non-cardiac signal was a result of externalized conductors.